Event description:
Event description guidant received information that shortly after the ICD was programmed to monitor + therapy mode following an ablation procedure, the patient went into a vf at about 240 bpm for which the ICD did not detect or treat. The patient was externally rescued and is currently in the ICU and not expected to live.